Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found a leak at pinch valve pv25. She replaced the fitting and all the tubing in pv25 and the instrument ran without any leaks and error messages. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a clear fluid leak of a teaspoon from a coulter lh 500 hematology analyzer. The leak was contained within the instrument and partial aspiration errors and non-numeric differential, diff, results were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.